Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, stained keypad overlay, missing display window cover, broken battery tube threads, cracked case (battery tube). Cosmetic damage was confirmed at broken battery tube threads. Battery cap properly and no anomaly noted. Battery cap damage not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported battery cap damage and crack on pump. The customer reported blood glucose value of 417 mg/dl. The customer was treated with insulin pump. The event involved product(s) mmt-332a, mmt-864a and mmt-1884. Troubleshooting was partially performed for high blood glucose. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported event or not. It was unknown whether the customer used the auto mode feature or not at the time of event. Troubleshooting was performed for battery cap damage and found the damage was on metal contacts. The customer was informed that a battery cap replacement will be sent. The customer continues to check the metal contact on the pump battery cap during routine battery replacement and call back if it is loose, damaged, or missing. Troubleshooting was performed for cosmetic damage and found the crack was on battery tube threads. The crack on pump is not related to the retainer ring. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. The customer will discontinue to use the insulin pump. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-864a. Product return is required for mmt-864a. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.